Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are (B)(4) previous complaints of this code batch, regarding other issues. One regarding needle detachment and the other regarding needle attachment too hard. Manufactured and mostly distributed the (B)(4) units of this code batch. There are (B)(4)units in stock the warehouse. Received an open and unused pack with 5 sutures wound on the support cardboard. Checked the open sample received and we can see that there are five sutures instead of eight. In position 1, 2 and 3 of the foam there are no sutures. Moreover, there are no marks of needles (hole in the foam) as can be seen in the enclosed pictures. In consequence, the pouch was packed with only five sutures. The root cause is determined to be a human error by the operator that winds the sutures in the pack. The operator placed only five sutures in the pouch leaving three empty spots. Reviewed the batch manufacturing record, this product had an incidence in the process but that has no relation with this complaint. The product was released fulfill the OEM requirements. Final conclusion: taking into account that the results of sample received does not fulfill the OEM specifications, it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Artificial vision system that counts the number of needles in the involved pack was not yet implemented in this order.

Event description:
Country of complaint: japan. It was reported that after opened package, customer found there are 3 sutures missing.